Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00908. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. The patient is doing well postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00908. It was reported the patient is no longer receiving effective stimulation. The patent stopped receiving effective stimulation approximately 6 months ago. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.